Event description:
Info provided by an attorney alleges that a plaintiff experienced several complications during and following cataract surgery and intraocular lens (iol) implantation. It was reported that during the course of the initial procedure, after the iol was inserted into the eye, a broken haptic was noted. Complications reported with this event include a widened wound, vitrectomy, torn capsular bag, macular scarring, pain, balance problems, disorientation and inability to properly focus.